Event description:
A customer from sweden reported the following information to a bayer representative: on (B)(6) 2022, a patient was undergoing coronary angiography while connected to an medrad® avanta fluid management system, (B)(4). During the initial series of images, the patient's heart rate and blood pressure declined. The physician prescribed medical intervention that included adrenaline and atropine. The procedure was stopped, and the patient immediately underwent cardiopulmonary resuscitation (CPR) and cardiac defibrillation. The staff checked the disposable connections following the change in the patient's condition and observed a fluid leak on the patient exam table at a connection point of the disposables (exact location of the leak not disclosed by the customer). The staff believes the connection may have come loose sometime during the examination. Once the patient's condition was stabilized, the physician completed the percutaneous coronary intervention (pci) portion of the study using hand injections. The customer reported that the examination was completed successfully. The patient is reported to be in stable condition. At present, additional information has been requested, but not yet received.

Manufacturer narrative:
A system service check of the medrad® avanta fluid management system was completed on (B)(6) 2022, which found the system to be performing to specifications. The disposables used in the incident were requested for return and will be functionally tested once received. Additional applications training has been offered to the customer. We are awaiting their response. A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A system service check of the medrad® avanta fluid management system was completed on july 4, 2022, which found the system to be performing to specifications. Bayer medical care product analysis received the returned complaint sample. The returned sample consisted of two small segments of cut tubing from the multi-patient disposable set (mpat) and the single-patient disposable set (spat) tubing connection. Since the disposable product was not returned in a fully intact state, functional testing was unable to be performed. The customer provided the lot number for the single-patient disposable set (spat). Bayer product analysis functionally tested the retained spat (lot number 220310) and concluded that the disposables performed to specification with no problems observed. The customer was unable to provide the lot number for the multi-patient disposable set (mpat), and therefore bayer product analysis was unable to test any retained mpat sample. The medrad® avanta fluid management system operation manual states that the operator is required to expel all trapped air from the syringe, drip chambers, connectors, tubings, and catheter before connecting to the patient. Additional applications training was completed by a bayer clinical specialist with the customer on july 25-28, 2022. The site continues to use the injector after the reported event. No further issues were reported. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event